Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during set up that the hp2 (vh-4000) device was not giving energy. Tried multiple cords and power supply connections and device was not working. This happened with two devices. The third hp2 kit they opened and connected worked. No procedural delay as this event took place during prep. No patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000436083 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.